Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: on investigation, the battery compartment was found to have cracked below the grip pad. No other defects were found except cosmetic damages to the paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.